Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon had become detached whilst in a patient. The pilot balloon and the blue tubing connecting it to the endotracheal tube (ett) became completely disconnected from the ett. The device was replaced. There was patient involvement; however, no adverse effects or delay in treatment were reported.

Manufacturer narrative:
H6: updated. The suspected product was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.